Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-02163. It was reported that the patient's system began to eroded through the skin, due to the patient's body rejecting the device. As a result, the patient's system was explanted, which addressed the issue.

Event description:
Device 2 of 2; reference MFR. Report#: 1627487-2019-02163.